Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00863. 3005168196-2020-00864.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using ruby coils and a lantern delivery microcatheter (lantern). It was reported that the patient anatomy was severely tortuous, calcified, and narrowed. During the procedure, while advancing a ruby coil approximately 30 centimeters into the lantern, the physician experienced resistance and subsequently, the physician decided to remove the ruby coil and lantern. Upon removal, the ruby coil appeared to be fine; however, the lantern was kinked approximately 8.5 centimeters from the distal tip. Therefore, the lantern was not used for the remainder of the procedure. While re-advancing the same ruby coil through a new lantern, the physician experienced resistance; therefore, the ruby coil was removed. The procedure was completed using three ruby coils, one other coil and the second lantern, followed by a stent graft. It was also reported that the physician experienced slight resistance completing the procedure. There was no report of an adverse effect to the patient.